Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, the lever to deploy the footplate would not lift up as it felt much harder than usual to lift. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to deploy the foot was not confirmed as analysis of the device found the lever deployed the foot without difficulty. The device operated as intended during testing. Additionally, although blood was present in the device indicating insertion into the anatomy, there was no blood present in the marker port to indicate arterial marking had been achieved. This finding is consistent with an attempt to open the foot prior to achieving arterial marking, which can interfere with opening the foot, as reported. The perclose proglide instructions for use state, under smc device placement: do not deploy the foot unless a continuous drip of blood is evident form the marker lumen. Gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significant change, gently adjust the angle of the device to stop blood marking. No blood present in the marker port and the reported difficulty deploying the foot indicates the foot may not have been correctly positioned during the attempted deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.